Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power would not shut off and the jaws overheated on the vaso view hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects and the vein was not affected.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering (B)(4) cycle life test. The handle on the device was opened to verify connections. Based upon the evaluation results, the reported complaint could not be confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/ handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall (B)(4) to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to the customer. (B)(4).